Manufacturer narrative:
One sample was returned. Eight samples were not returned. There were seven cases with method codes of device not returned (4114) analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a results code of results pending completion of investigation (3233) and a conclusion code of conclusion not yet available (11). There was one case with a method code of analysis of production records (3331) device not accessible for testing (4117), a results code of no findings available (3221) and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol) . The reported patient ages range from unknown to 85 years. There were 3 male patients, 2 female patients and 4 unknown gender.

Manufacturer narrative:
Updated investigation findings report: there were seven cases with a method code of device not returned (4114). There was one case with a method code of testing of actual/suspected device (10). There were eight cases with a method code of analysis of production records (3331). There was one case with a method code of device not accessible for testing (4117). There were eight cases with a results code of no findings available (3221). There was one case with a results code of operational problem identified (114). There was one case with a results code of inappropriate material (202). There were eight cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of failure to follow instructions (18). There was one case with a conclusion code of cause traced to user (19). The manufacturer internal reference number is: (B)(4).